Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred toward the end of a routine hemodialysis treatment. Attempts to remove air were unsuccessful. The operator completed partial rinseback, resulting in an estimated blood loss of 100cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as he was unable to remove all of the air in circuit. The cycler alarmed appropriately. The disposable cartridge was not available for eval. The exact cause of the air could not be determined but is unlikely cartridge related as it occurred at the end of the treatment. The user's guide provides probable causes and adequate instructions for troubleshooting air alarms. No similar problems were reported subsequent to this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff have been notified. Nxstage medical considers this report closed. No add'l info will be provided.